Event description:
It was reported that the user¿s ilet was not receiving dexcom g7 cgm readings for approximately two hours, and support guided the user to toggle the cgm setting from g7 to g6 and back to g7 and to pair with the sensor using code 0978, after which the user was instructed to allow the full warm-up time. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included remote troubleshooting and education focused on cgm pairing, sensor code entry, configuration toggling, and adherence to warm-up requirements. Investigation of this case revealed no device-related adverse effects and indicated a signal loss scenario where appropriate pairing and completion of the warm-up period were required to restore readings. It was concluded, based on previously established findings for similar reports, that the cause was user setup and warm-up timing requirements rather than a malfunction.